Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the neck. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during initial inflation at less than working pressure for a few seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.